Event description:
The customer reported that the collimator intermittently closed down. This will likely cause the system to lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb (fluoro functions board) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.